Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a side clip on an inserter had broken off during surgery. The broken piece was retrieved from the wound. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned guide was evaluated. The stationary clip was found to have fractured off. The cause is likely attributed off-axis forces placed on the device during screw insertion which put pressure on the clip beyond its capabilities and allowed it to fracture off. A review of the manufacturing records did not identify any issues which would have contributed to this event.